Manufacturer narrative:
Please note that the exact event date is unknown; however, the occurrence of the event was noted in 2010. Also, the exact implant date of cypher stent is unknown; however, it was reported that the stent was implanted in (B)(6) 2007. Complaint conclusion: the report received from the medical affairs indicated that a physician reported that a patient was diagnosed with an aneurysm in an unspecified location approximately 3 years post initial cypher stent placement. The patient had a cypher stent placed by an unspecified surgeon, in an unspecified artery, for an unspecified reason, in (B)(6) 2007. In 2010, the patient was diagnosed with an aneurysm, in an unspecified location, by unspecified tests. The exact location of aneurysm is still unknown. As a treatment, the aneurysm was repaired on 2010. Further information was refused by the physician. The cypher stent remains implanted thus unavailable for analysis. No sterile lot number information has been available to date thus no DHR could be performed. Coronary aneurysms i.e. Positive vessel remodeling and stent malposition are known potential adverse events associated with coronary stent implantation. Positive vessel remodeling and/or the development of vessel aneurysm may occur after stent implantation due to the outward radial pressure of the stent on the vessel walls. This may lead to poor stent apposition, increasing the chances of thrombosis in the resultant gaps between the stent and vessel wall. Sirolimus has potent anti-inflammatory, immunosuppressive, and antiproliferative effects. These potent biologic effects raise theoretic concerns about potential side effects, such as incomplete healing, increased thrombogenicity, necrosis, apoptosis, and positive remodeling. Continued surveillance after des implantation is required to determine the long-term safety. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is unknown where the aneurysm occurred. With the very limited information it is difficult to evaluate possible contributing factors to the reported aneurysm.

Event description:
The report received from the medical affairs indicated that a physician reported that a patient was diagnosed with an aneurysm in an unspecified location approximately 3 years post initial cypher stent placement. The patient had a cypher stent placed by an unspecified surgeon, in an unspecified artery, for an unspecified reason, in (B)(6) 2007. In 2010, the patient was diagnosed with an aneurysm, in an unspecified location, by unspecified tests. The exact location of aneurysm is still unknown. As a treatment, the aneurysm was repaired on 2010. Further information was refused by the physician.